Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose readings and absence of no delivery alarm. Customer's blood glucose value was 300-500 mg/dl. The customer treated with 5 units from the pump. The customer had symptoms such as nausea, vomiting and difficulty breathing. The customer stated that she almost went into diabetic ketoacidosis three times. The insulin pump will be returned for analysis.